Event description:
It was reported that a balloon rupture occurred. The 2.25x20mm promus element plus stent deliver system was advanced and was deployed to the lesion. At inflation of 22 atmospheres for 48 seconds, the balloon burst. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).